Manufacturer narrative:
This event is from the following literature article: kumar h, rodriguez h, eskandari m. Mid-term outcomes of self-expanding covered stent grafts for repair of popliteal artery aneurysms. Surgery 2015; article in press. No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible. The article stated that the infolding was thought to arise from excessive oversizing of stent graft diameter in comparison with the reference vessel.

Event description:
In a literature article the use of endovascular popliteal artery aneurysm repairs (evapars) with the gore® viabahn® endoprosthesis was studied. In the article, the following postoperative complication was noted: in-folding of the stent grafts was noted in a patient on a follow-up CT at the initial visit. This was thought to arise from excessive oversizing of stent graft diameter in comparison with the reference vessel. A palpable pedal pulse was present despite the in-folding. The defect was treated using a balloon-expandable stent.